Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device. Upon explantation, the device was found to be intact. The patient underwent explantation due to suspected rupture. The relevant field has been updated. Updated reason for device explant and/or reoperation: suspected rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The diagnosis was confirmed by the patient¿s physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.